Event description:
Additional info received from MFR on 02/23/1998: co attempted to obtain additional info from facility but no further info is available as the pt was transferred to another institution for removal of the tube. Co has received no further info regarding this matter and is closing the file.